Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Subsequently, this (ICD) device was explanted.

Manufacturer narrative:
Analysis determined that the first recorded instance of code 1003 occurred on (B)(6) 2018. As such the event date has been modified from (B)(6) 2019 to (B)(6) 2018 accordingly. Upon receipt at our post market quality assurance laboratory, the device case was opened and internal visual inspection noted no irregularities. An external power source was connected to the device and internal measurements noted a high current drain. Further detailed testing isolated the problem to a degraded tantalum capacitor that prematurely depleted the battery.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Subsequently, this (ICD) device was explanted. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.